Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported their insulin pump was accidentally submerged in water for 5 to 6 seconds. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.